Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was not known. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.